Event description:
It was reported that the patient had an inappropriate shock due to atrial fibrillation with a rapid ventricular response. The patient was sitting on the roof at the time of the shock. The sensing vector for the shock was set to the secondary sensing vector. Technical services reviewed the electrograms and advised the sensing for the event was good. Technical services advised to consider rate control via non-device means for the patient. There were no additional adverse patient effects. The system remains implanted.